Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump kept turning off w/o warning. It was stated that the battery was changed three times a day. It was stated that the customer's glucose level was elevating and was taking to the doctor. Troubleshooting was performed. It was stated that the customer did not have any unattended alarms. Advised that the customer should revert to back up plan. No further info was provided.